Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic totally extraperitoneal (tep) inguinal hernia procedure. The tacking device was being used to fix the mesh. There were difficulties in loading the reload onto the handle. The reload was not securely fastened onto the shaft. There was no difficulty in pressing the 'push to reload button' or navigating the lock and unlock button. After the loading issues were experienced, the reload was not used in the patient. No tacks were able to be fired normally from the device. Tacks fell into the cavity of the patient and were not able to be retrieved. In order to resolve the issue and complete the case, used another tacking device. There was no patient harm. The patient outcome is reported as alive, no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one photograph and one instrument. The visual inspection of the returned photograph noted a tack was protruding from the tip. A visual inspection of the instrument revealed that the timing was disrupted. The actual device noted no tacks were protruding, however, one tack was received loose in the packaging. The trigger was actuated and the remaining eighteen tacks deployed but did not seat properly due to the disrupted timing. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.